Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly during our testing however, found corroded keypad traces during visual inspection. No button error alarm and no unexpected numbers ramping or scroll bar moving during testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on insulin pump. The blood glucose level was 121 mg/dl. The customer stated that the scroll bar was moving up or down without an input from the user. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)